Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine / headaches") and urinary tract disorder ("urinary probs.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), repeat/multiple surgeries). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder, cardiac disorder, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, weight increased, migraine and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2006 and (B)(6) 2009. She received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), blood/ heart disorder, psych injury, migration, bladder probs.,urinary probs.,vaginal discharge, fatigue, gi conditions, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received, event "injury" was replaced by more specific information: pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), blood/ heart disorder, psych injury, migration, bladder probs, urinary probs, vaginal discharge, fatigue, gi conditions, weight gain, migraine, headaches. Lab data and product start and removal date were added. Patient dob added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding),abnormal bleeding') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, colonoscopy and gastroesophageal reflux disease. Concurrent conditions included overweight, hemorrhoids, back pain, neuropathy, colon dysplasia, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included atorvastatin, duloxetine hydrochloride (cymbalta), gabapentin, losartan, naproxen and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury, psychological or psychiatric problems condition: depression"), constipation ("gi conditions, gastrointestinal or digestive system condition type: constipation"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition:anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse),") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraine / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2012, the patient experienced bladder disorder ("bladder probs, bladder or urinary problems or changes") and urinary tract disorder ("urinary probs, bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced hypertension ("blood disorder, blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy (partial), repeat/multiple surgeries, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, vaginal haemorrhage and diarrhoea outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypertension, depression, bladder disorder, vaginal discharge, fatigue, constipation, weight increased, migraine, urinary tract disorder, mood swings, anxiety, dyspareunia, vulvovaginal pain, adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, bladder disorder, constipation, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2006 and (B)(6)2009. She received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), blood/ heart disorder, psych injury, migration, bladder probs.,urinary probs.,vaginal discharge, fatigue, gi conditions, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: test: total bilateral occlusion. Her that the right device could not be found in 2012. Migration of essure device. Bilateral tubal occlusion. However, I see only a left-sided essure device. The right side device is not identified. Imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression. Linear echogenic structure along the right aspect of the uterus could represent a low positioned essure clip extending into the cornua of the uterus. Correlation with any outside pelvic films and hysterosa1pingogram recommended. Cervical nabothian cysts. Normal sonographic appearance to the ovaries. No abnormal thickening of the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix'), device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding),abnormal bleeding') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, colonoscopy and gastroesophageal reflux disease. Concurrent conditions included overweight, hemorrhoids, back pain, neuropathy, colon dysplasia, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included atorvastatin, duloxetine hydrochloride (cymbalta), gabapentin, losartan, naproxen and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury, psychological or psychiatric problems condition: depression"), constipation ("gi conditions, gastrointestinal or digestive system condition type: constipation"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition:anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse),") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), migraine ("migraine / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder probs, bladder or urinary problems or changes") and urinary tract disorder ("urinary probs, bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced hypertension ("blood disorder, blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy (partial), repeat/multiple surgeries, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, vaginal haemorrhage and diarrhoea outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypertension, depression, bladder disorder, vaginal discharge, fatigue, constipation, weight increased, migraine, urinary tract disorder, mood swings, anxiety, dyspareunia, vulvovaginal pain, adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, bladder disorder, constipation, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2006 and (B)(6) 2009. She received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), blood/ heart disorder, psych injury, migration, bladder probs.,urinary probs.,vaginal discharge, fatigue, gi conditions, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: test: total bilateral occlusion. Her that the right device could not be found in 2012. Migration of essure device. Bilateral tubal occlusion. However, I see only a left-sided essure device. The right side device is not identified. Imaging procedure - on (B)(6) 2009: essure confirmation test unknown: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression. 1. Linear echogenic structure along the right aspect of the uterus could represent a low positioned essure clip extending into the cornua of the uterus. Correlation with any outside pelvic films and hysterosalpingogram recommended. 2. Cervical nabothian cysts. 3. Normal sonographic appearance to the ovaries. 4. No abnormal thickening of the endometrium. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received. Events: lot number added. Hormonal changes describe: mood swings, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression/anxiety, blood or heart disorder/condition type: hypertension, migration of essure device location of device: cervix, gastrointestinal or digestive system condition type: constipation and diarrhea, vaginal pain, uterine pain, ovarian pain were added. Outcome for events were updated. New reporters, plaintiffs information added. Past medical history and concomitant conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.